Event description:
The manufacturer received information alleging migraine, gets constant headaches, severe dry airway water distribution inconsistent and runs out too fast causing burning odor patient, particles in airway from device related to a CPAP device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.